Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the the system failed to bootup automatically. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received device was in clinical use during this issue occurrence. The procedure was completed as planned by switching on the ippc system manually as per rse guidance. A philips field service engineer (fse) examined the system onsite and confirmed that the system was not switching on. Fse suspected the issue could have occurred due to communication issue between host pc and ippc. Upon troubleshooting, to resolve the issue, fse checked and reseated the ippc and host pc connection. After reseating the connections, the system returned to use in good working order. The codes were updated based on the investigation outcome.